Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported the device was not working and they were not feeling stimulation. The patient noted they spoke with a manufacture representative (rep) who spoke to the healthcare professional (hcp). Additional information from the patient on (B)(6) reported their device was not working. The patient stated she had not been tracking or using the controller due to the device not working. The patient was unable to feel stimulation. The patient stated she did not see improvement. The patient stated her hcp had instructed her to come into the office on (B)(6) and have the leads removed. The patient believed a lead might have migrated. There were no further complications that have been reported as a result of this event.